Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging device makes a high pitch noise. There was no report or medical intervention. Additional findings include pca burned, display with white screen, and outlet seal contaminated. The device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.